Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the ostium of the lm and proximal lad which exhibited little tortuosity and moderate calcification. The device was removed from the packaging per IFU and inspected with no issues noted. During the procedure resistance was encountered when advancing the device through the vessel. Difficulty was also reported when removing the device from the patient. The stent was reported to be damaged. It was indicated that the stent was uncrimped with a strut lifted. There is no reported injury to the patient has a result of this event. Device evaluation: the device was returned with the stent positioned on the balloon between the marker bands as per specifications. The 30th distal segment was deformed with raised struts.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation), deformation problem (stent damaged during procedure), related to operational context (resistance encountered during the procedure may have contributed to damaged stent). Conclusion: known inherent risk of procedure (stent deformation), operational context caused or contributed to the event (resistance encountered during the procedure may have contributed to damaged stent). (B)(4).